Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed and the reported condition could not be identified as the photo only showed the printed side (top web) of the blister package with the lot number. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3/d10: the events occurred on an unspecified date in september/october time frame. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of one-link non-dehp microbore catheter extension sets leaked. The connectors would not tighten properly to the catheter, causing leakage at that connection. The leaks occurred with all gauge sizes when hooked up to the catheter, once an IV site had been accessed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.